Manufacturer narrative:
23-jan-2026 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Shocked [electric shock] , toothbrush charger shorted out- oral-b [device physical property issue] . Case narrative: consumer via phone stated that his toothbrush charger shorted out and shocked him. No serious injury was reported. Follow up: 19-dec-2025 product investigation results: 'no manufacturing cause' and 'no design issue' identified based on investigation. No serious injury was reported. Follow up: 21-jan-2026 product investigation results: 'no manufacturing cause' and 'no design issue' identified based on investigation. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Shocked [electric shock] toothbrush charger shorted out- oral-b [device physical property issue]. Case narrative: consumer via phone stated that his toothbrush charger shorted out and shocked him. No serious injury was reported. Follow up: 19-dec-2025 product investigation results: 'no manufacturing cause' and 'no design issue' identified based on investigation. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Shocked [electric shock]. Toothbrush charger shorted out- oral-b [device physical property issue]. Case narrative: consumer via phone stated that his toothbrush charger shorted out and shocked him. No serious injury was reported.